Event description:
During a procedure, to place a short tfn, surgeon was drilling for the distal locking hole and noted some resistance to the drill bit. Surgeon added a little more pressure and proceeded to drill. The drill bit advanced and popped through the far cortex of the bone. Surgeon noted blood coming through the drill sleeve. The drill bit had missed the nail posteriorly and the drill bit may have nicked a branch of the femoral artery. Surgeon then free-handed drilling through the aiming arm in order to lock the nail. Surgeon spoke to a vascular surgeon who advised him to close the patient and place a compression wrap on the leg. The day after the procedure, the sales consultant re-assembled the construct and every piece lined up perfectly. Surgeon noted the aiming arm black knob was initially loose but he tightened it.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Subject device is an instrument and is not implanted. Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device has been returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.